Event description:
The dentist reported that the abutment screw fractured.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The abutment screw was fractured and the threading appeared to be in good condition with minimal wear from general use. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.